Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(6). Description: trial linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing headache, facial numbness and partial left upper extremity (lue) paralysis following a trial procedure. The patient was sent to the emergency room for imaging and a neurological work up. The patient was reportedly doing well.

Manufacturer narrative:
Additional information was received that the patient had a history of hemorrhagic migraines and that the neurological symptoms were resolved within hours as it also had before. The physician confirmed that the symptoms were not device or procedure related. The patient had a successful trial and will proceed with the implant procedure.

Event description:
A report was received that the patient was experiencing headache, facial numbness and partial left upper extremity (lue) paralysis following a trial procedure. The patient was sent to the emergency room for imaging and a neurological work up. The patient was reportedly doing well.